Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to hold a charge and was taking a very long time to charge. It was also noted that the ipg was unable to connect to the remote control (rc) due to being depleted. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to hold a charge and was taking a very long time to charge. It was also noted that the ipg was unable to connect to the remote control (rc) due to being depleted. The patient underwent an ipg replacement procedure.additional information was received that the patient was doing well postoperatively. The explanted ipg was discarded.